Event description:
It was reported that before an unk procedure, the device was broken right out of the package. The monopolar piece was bent in half. There was no pt involvement.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.